Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services discussed that this was a false positive explant indicator related to a software update. It was recommended to interrogate and/or program this device using a wand, as wandless telemetry is no longer available with this device. Explant was recommended. This device remains in service. No adverse patient effects were reported.